Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient stated that the alleged product issue first occurred on (B)(6) 2017 at 3:12pm when the patient obtained blood glucose results of 3.4, 1.7, 17.1, 2.5 and 17.3mmol/l on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages his diabetes with insulin (self- adjuster) and detailed that 1 day prior to the start of the alleged product issue, he had developed symptoms of ¿dizzy, shaky and blurry vision¿. He stated that he self-treated with some glucose tab/gel. The patient denied that he obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient was unable/ unwilling to say if the control test had been manually selected on the subject meter. The test strips had been stored correctly and within their expiry date. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event. In addition. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision.